Event description:
A philips employee became aware of a journal article (published online 07jun2025) ¿efficacy and safety of excimer laser atherectomy plus drug-coated balloon for infrapopliteal occlusive disease: a retrospective analysis¿. The article retrospectively reviewed a study to compare the efficacy and safety of excimer laser atherectomy (ela) combined with drug-coated balloon (dcb) angioplasty (ela+dcb) versus percutaneous transluminal angioplasty (pta) with dcb (pta + dcb) in treating infrapopliteal lesions. A total of 112 patients treated from 2019 to 2021 were enrolled in the study. All lesions were sequentially treated with spectranetics turbo-elite laser atherectomy catheters drug-coated balloons (dcbs), or percutaneous transluminal angioplasty (pta). Patients underwent clinical follow-up at 6 and 12 months. Ten (10) patients experienced non-flow limiting dissections, 7 puncture point hematomas, 17 restenosis, 6 amputations, and 11 patients that required target lesion revascularization. Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 07jun2025 has been used, the date of publication. Article citation: liao z et al_2025. Efficacy and safety of excimer laser atherectomy plus drug-coated balloon for infrapopliteal occlusive disease: a retrospective analysis. Article link: https://doi.org/10.1007/s10103-025-04517-5 this report captures the 10 non-flow limiting dissections, 7 puncture point hematomas, 17 restenosis, 6 amputations, and 11 patients that required target lesion revascularization. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2-a6) patient information - generalized patient information was listed; however, specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6/b7) patient information regarding relevant tests/laboratory data or medical history - generalized patient information was listed; however, specific patient/case detail was not provided. D4/h4) the lot number was not provided, thus the following information is unknown: model/catalog number, device serial number, unique ID, expiration date, and manufacture date. E) although the journal article originated from china, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded, thus no product investigation was performed. H6) per IFU, dissection, hematoma, restenosis, and amputation are listed as potential adverse events with use of the turbo-elite device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.